Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec'd (B)(6) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, stiffness, soreness, and toxic cobalt chromium metal ions. A doi has been provided. An unknown stem is now being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. Part/lot has still not been provided for the stem. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/25/2015.